Manufacturer narrative:
Medwatch form attached. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2023: a medwatch email was received on 24 oct. 2023, reporting the incident with epic max. Medwatch # mw5146537 this was a planned mitral valve-in-valve procedure for a patient with an existing 27mm st. Jude epic valve which degenerated and presented with a flail leaflet. The team implanted a 23mm sapien 3 ultra resilia valve within the failing 27mm st. Jude epic valve without complication. The post procedure gradient was 3mmhg. The implanting team was pleased with the result and the patient left the procedural area in stable condition. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." It was reported that on an unknown date, a 27mm epic valve was implanted. On an unknown date, the patient returned to with the valve degenerated and a flail leaflet. A 23mm non-abbott valve was implanted within the 27mm epic without issue. The final gradient was 3 mmhg. The implanting team was please with the intervention and the patient is reported to be stable. No additional information was provided.

Manufacturer narrative:
An event of valve degenerated and a fail leaflet was reported. A returned device assessment could not be performed as the device was not returned for analysis. No other information received from the field. Based on the information received, the cause of the reported event could not be conclusively determined. Attachment medwatch report #mw5146537.